Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient contact called to report a fluid leak that occurred after cancelling treatment. The contact stated they were not able to drain and after speaking to the nurse it was determined that the patient was constipated so the nurse advised them to cancel treatment. After removing the cassette, the patient contact stated fluid leaked out of the cycler and the back of the cassette was wet. The source of the leak was unknown. In a follow up the patient contact verified the event and said there was no harm, intervention or adverse event due to the fluid leak. In a follow up with the patient's pd nurse it was clarified that the patient was not constipated and the alarms were associated with the leak. The cycler dried out overnight and has been used since with no further issues. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact called to report a fluid leak that occurred after cancelling treatment. The contact stated they were not able to drain and after speaking to the nurse it was determined that the patient was constipated so the nurse advised them to cancel treatment. After removing the cassette, the patient contact stated fluid leaked out of the cycler and the back of the cassette was wet. The source of the leak was unknown. In a follow up the patient contact verified the event and said there was no harm, intervention or adverse event due to the fluid leak. In a follow up with the patient's pd nurse it was clarified that the patient was not constipated and the alarms were associated with the leak. The cycler dried out overnight and has been used since with no further issues. The cycler set is available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact called to report a fluid leak that occurred after cancelling treatment. The contact stated they were not able to drain and after speaking to the nurse it was determined that the patient was constipated so the nurse advised them to cancel treatment. After removing the cassette, the patient contact stated fluid leaked out of the cycler and the back of the cassette was wet. The source of the leak was unknown. In a follow up the patient contact verified the event and said there was no harm, intervention or adverse event due to the fluid leak. In a follow up with the patient's pd nurse it was clarified that the patient was not constipated and the alarms were associated with the leak. The cycler dried out overnight and has been used since with no further issues. The cycler set is available to return.